Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a pump error. The customer¿s blood glucose was unknown. Customer was unable to clear the pump error alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive act button, problem isolated to keypad assembly. Unable to perform displacement test or selftest due to unresponsive keypad. Software error bad pointer unknown due to keypad anomaly.